Manufacturer narrative:
The reported defective device has yet to be returned to the MFR for a device eval. The firm is attempting to obtain the device. An investigation into the root cause is currently in progress. The results of the device eval will be sent via a f/u medwatch. (B)(4).

Event description:
As reported on (B)(6)2013, a female pt of unk age presented for an endovenous laser procedure. The procedure was successfully completed using the reported disposable device. However, at the end of the procedure, it was noticed a piece of the fiber had fractured off inside of the pt. The pt was taken to the operating room where the fractured piece was successfully removed. It was reported the pt suffered no permanent harm or injury due to the event. It was reported the disposable device is available for return to the MFR for eval.